Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot number was not provided for the strip. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the freestyle strips. No trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle insulinx meter was reviewed and the dhrs showed the freestyle insulinx meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Upon extended investigation, it was determined that the lot number provided by the customer (1117331) was not a valid lot number. Therefore, section d4 (lot #) was updated to unk. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving scan results perceived to be high from the adc blood glucose meter. As a result, the customer experienced dizziness and loss of consciousness and was unable to self-treat, requiring treatment with glucose (via injection) by a healthcare professional. A healthcare meter result of 180 mg/dl were reported against the adc device reading of 501 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported receiving scan results perceived to be high from the adc blood glucose meter. As a result, the customer experienced dizziness and loss of consciousness and was unable to self-treat, requiring treatment with glucose (via injection) by a healthcare professional. A healthcare meter result of 180 mg/dl were reported against the adc device reading of 501 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.